Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula was bent. The patient experienced an elevated blood glucose level of 517 mg/dl. The patient contact stated that she changed the customer's site and pump therapy was resumed. The patient was also given a manual injection. This resolved the patient's hyperglycemia and returned blood glucose levels back to target range. No further adverse health outcomes were experienced.